Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, can connection status) was isolated to a broken j702 component on the distribution node (dn) pca. The root cause for damaged dn was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status.